Event description:
The complaint received states the pt underwent coronary stent implantation with cypher stents and experienced instent restenosis. The pt was a male with a history of hypertension and previous pci with multiple bms (bare metal stent) implanted in the lad with subsequent rotablator and brachytherapy for treatment of restenosis, and lad/diagonal bypass grafting (CABG). Unknown bare metal stents had been implanted in the lad, multiple subsequent procedures were performed including rotablator and brachytherapy in an effort to maintain vessel patency but restenosis occurred repeatedly. In 2003, two cypher stents were implanted for treatment of restenosis; one in the distal lad and one in the mid-proximal lad. As reported by the pt's daughter, he had CABG (coronary artery bypass grafting), several months later in 2003. According to the physician who performed the cypher stenting, the "the cyphers were implanted in the lad in 2003 for bms restenosis and the procedure included brachytherapy. The pt exhibited restenosis within the cypher stents and was referred for surgery. Surgery was performed with grafts placed in lad and diagonal in 2004-5" the reported dates of the CABG differ when reported by the daughter and the physician. Info received revealed that the pt had passed away of cardiac reasons approx four years post cypher implantation. The physician further stated, "from my point of view cypher stents were not in any way responsible, as the pt continued taking plavix and he had bypass graft to lad." The stents remain implanted thus unavailable for analysis.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.